Manufacturer narrative:
This MDR was opened in error. This has been already reported on MDR-1028232-2019-03135.

Event description:
Device recorded high shock impedance measurements of greater than 150 ohms. Noise could be replicated with plyometrics. Physician decided to cap and implant a new rv.